Event description:
It was reported that there was low ventricular impedance, and signs of compression at the first rib/clavicle were seen on x-ray. The lead was explanted. No patient complications were reported as a result of this event.